Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test, pressure transducer test, the o2 cell/sensor test, the battery test was not completed and it also alarmed for a technical error (ventilation error). The ventilator was investigated at site by our field service engineer and the technical error was observed during inspection and required the expiratory channel for testing purposes. The nozzle units for the o2 gas module and the air gas module were found to be broken and needed to be replaced. No logs were provided and the broken nozzle units was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer ref.#: (B)(4).